Manufacturer narrative:
(B)(4). Product has not been returned.

Event description:
It was reported that the locator abutment became loose. Patient continued chewing and abutment fractured. Dentist is planning to retrieval the screw,

Manufacturer narrative:
The device was not returned to zimmer biomet. Therefore, the supplier (zest dental solutions) could not evaluate. The lot number is unknown, preventing the supplier from performing a device history record review. The event is non-verifiable. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.